Event description:
It was reported that the patient presented to the hospital one day post implant with some non captured beats noted on a strip from the telemetry unit. A chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned.